Manufacturer narrative:
The event occurred in (B)(6). Caller did not provide product information for aviva system 2.

Event description:
Customer reportedly received result of 180 mg/dl on aviva nano system 1 and result of 40 mg/dl on aviva nano system 2 within 10 minutes. Low blood glucose symptoms were reported with these results. No adverse event related to the device was reported. Requested return of suspect device, however customer no longer has the test strips; replacement was sent.